Event description:
As reported the patient went into cardiac arrest and had to be externally defibrillated. Other observations were noted (increased pacing thresholds, varying r-waves, a drop in impedances and loss of capture) when reviewed patients chart. The patient had a tricuspid valve replacement but soon after that in patient developed heart block. The physician did not want to place a lead across valve. The patient was having vtach before implant and during implant. The patient will likely go home with a life vest. Technical services from boston scientific believes that the erratic measurements for thresholds and sensing very much could be tied to the patients cardiac state.